Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was originally reported that there was swelling, burning sensation and redness at the pocket site which started one day prior to the report. It was stated that the area was warm to the touch. No falls or trauma had been noted in the past. Burning sensation was still present with the implantable neurostimulator turned off. Almost one and a half years later it was reported that patient's ins got infected "a couple of years ago" and "the ins was removed for 90 days and then replaced." The exact date of the infection could not be obtained. If additional information is received, a follow up report will be sent. The information on a more recent infection was reported in manufacturer's report # 3004209178-2013-04935.